Manufacturer narrative:
Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-28: there was not enough information to determine the mlurc. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for undisclosed error messages accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of anxiety and agitation. Medical attention is reported as a result. The product storage location is undisclosed. During the call a blood test was performed by the customer and produced test results of 173mg/dl non-fasting using meter. The test strip lot manufacturer's expiration date is 10/31/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 06-may-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-28: there was not enough information to determine the mlurc. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for undisclosed error messages accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of anxiety and agitation. Medical attention is reported as a result. The product storage location is undisclosed. During the call a blood test was performed by the customer and produced test results of 173mg/dl non-fasting using meter. The test strip lot manufacturer's expiration date is 10/31/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.